Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with over 400 units of insulin, and the insulin gauge remained static at 95 units. The customer reported verifying that all bolus requests had been delivered successfully. The customer's blood glucose level was 163 mg/dl. Although requested by tandem technical support, the customer declined to reload the existing cartridge, and declined further follow-up to ensure that the reported issue had been resolved.